Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) noise from a procedure. This ICD remains in service. No adverse patient effects were reported.